Event description:
It was reported the pt is experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. The pt underwent surgical intervention on (B)(6) 2014 and the lead was repositioned. The pt is experiencing effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.